Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the paddle pocket plates. It was determined that this was a malfunction of the paddle pocket plates which was damaged. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the metallic paddle kit is damaged. There was no reported patient involvement.